Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the symptoms.

Event description:
Patient called clinic to report pain, redness, and inflammation in axilla 10 days post miradry treatment. The treating physician prescribed antibiotics by phone. The patient called the clinic (15 days post treatment) reporting the inflammation increased in size and was very painful. The patient was examined by the physician the same day. The physician drained over 22cc of bloody fluid from the affected area. The physician diagnosed the inflammation and drainage as hematoma. The patient continued with the antibiotics for a 10 day course. Patient follow-up continuing.

Event description:
Patient called clinic to report pain, redness, and inflammation in axilla 10 days post miradry treatment. The treating physician prescribed antibiotics by phone. The patient called the clinic (15 days post treatment) reporting the inflammation increased in size and was very painful. The patient was examined by the physician the same day. The physician drained over 22cc of bloody fluid from the affected area. The physician diagnosed the inflammation and drainage as hematoma. The patient continued with the antibiotics for a 10 day course. Patient follow-up continuing. Update: patient returned to the treating clinic for a follow-up examination 3 weeks 1 day post treatment. The affected area (left axilla) greatly improved, and the hematoma resolved.

Manufacturer narrative:
Event problem and evaluation code: method code(s) updated to current codes: 3331, analysis of production record and 4112, analysis of data provided by user/third party.